Event description:
It was reported that (3) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the outer gaskets tore on the 512on instruments. A competitor's trocar was used to complete the case. There was no consequence to the pt. The devices were discarded.